Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the monitor board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test for ECG failure. Complainant indicated that there was no patient involvement in the reported malfunction.